Event description:
Caller stated that she was implanted with three knee replacement device by three manufacturers and all three devices failed. So far, she had two revisions and awaiting a third one. The first implant was an exactech left knee implanted on (B)(6) 2009 and was revised on (B)(6) 2023 because the device was recalled. Reporter stated that there are sixteen (16) pieces of hardware implanted in the left knee besides the knee replacement device. Ref reports: mw5158637, mw5158638.